Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the dpt pressures varied and gave inaccurate values with no alarms but a variable curve was noted. The patient was treated according to the wrong values until the clinician noticed the issue. Once the dpt and cables were changed, the pressures returned to normal. The product was discarded at the hospital. No patient injury was reported.